Event description:
The technician alleged the head hi/low drifts down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the emergency trendelenburg valve to resole the issue.